Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's daughter called in to report air bubbles in the reservoir and that the stopper does not stay in place. The customer's blood glucose level was unknown. The caller was assisted in filling a new reservoir with insulin and no further assistance was needed. The reservoir was replaced however nothing was returned for analysis.